Event description:
It was reported that this implantable cardioverter defibrillator (ICD) might not be working correctly post echocardiogram and echo. Boston scientific technical services consultant (ts) referred the patient to the clinic. As of this time, this ICD remains in service. No adverse patient effects were reported.